Event description:
Related manufacturer report number 2017865-2023-04205. Related manufacturer report number 2017865-2023-10971. It was reported that the patient experienced chest pains. Diagnostic imaging was performed and perforation of the pericardium was observed. The cardiac perforation was suspected to be due to dislodgement of the right ventricular (rv) lead. A revision procedure was performed, however, infection of the procedure site was suspected. The rv lead, right atrial (ra) lead, and device were explanted. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating a culture was performed of the site and the results were negative. Cefuroxime was prescribed to address the suspected infection. The patient was in stable condition.